Event description:
Cna went to put n95 respirator on and straps broke. She attempted to use another n95 respirator and the straps broke on that one as well. Brought masks in and head straps noted to be fragile and easily ripped. Kimberly clark corp (regular duckbill mask) pfr95 n95 particulate respirator niosh tc-84a-0010 regular.